Event description:
It was reported that a right ventricular leadless pacemaker exhibited failure to sense, no current of injury, and low pacing impedance after fixation. The devices helix became caught in tissue during a repositioning attempt. The helix then became stretched. The device was eventually removed from the patient with extra traction and then replaced to complete the procedure. Patient was stable.